Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is a 100% online automated vision inspection system that can detect and reject products that do not meet the lie distance requirement. If the needle had pierced through the catheter during the manufacturing process, the defective part would have been rejected by the automated vision system as the product would not have a lie distance. Therefore, the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the manufacturing process has been reviewed. There is a 100% online automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the needle pierced through catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. As no sample was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters experienced the needle piercing through the catheter during catheter introduction. The following information was provided by the initial reporter: we've had separate patient incidents involving blue 22g bd venflons. The plastic sheath appears to be bending in patient vein, with the last patient this definitely caused pain, and for the first patient it didn't seem correctly seated, both resulting in the full venflon being removed. The sheath was advanced once the combined needle and sheath were in place in the patient's vein, and at that point the patient experienced pain, which we assume is from the plastic sheath bending upwards. We've a nurse just returned from annual leave today, she was being updated as to the venflon incident and said this has happened twice to her in the past few weeks, but she didn't raise it with anyone, she just assumed it was a faulty venflon and used another one. We've no means of investigating this officially now but I thought it was important to let you know that we now have 4 known incidents of this occurring.